Event description:
It was reported that electrogram (egm) review was requested for this pacemaker and right atrial (ra) lead due to oversensed noise. The noise did not appear to be physiologic, and was reproducible with isometrics in both unipolar and bipolar. Additionally, p-wave amplitude measurements varied, however ra pace impedances appeared consistent and stable. It was also noted that the pacemaker was nearing replacement. This pacemaker system remains in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.